Event description:
It was reported that a pump alarmed for no disposable clamp. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation. A DHR (device history record) review found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)., corrected data: d4: correction: model number: 6500.